Event description:
Same case as MFR: 2134265-2013-03902. (B)(6) clinical study . It was reported that post a stenting treatment procedure, the patient experienced restenosis and chest pain. In (B)(6) 2012, the patient presented with unstable angina. The target lesion was 80% stenosed and 25mm in length located in the 1st obtuse marginal (om) with a reference diameter of 2.5mm. This was treated with direct stent placement of 2.25mmx16mm and 2.50mmx16mm (B)(6) stents in an overlapping fashion. Following post-dilation, the residual stenosis was 70%. During the procedure a runway al1 6fr 100cm guide catheter was unsuccessful in cannulating the left system, then a runway fl4 6fr 100cm and non-bsc- guide wire were used to cross the 1st om. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient experienced cardiac chest pain and was hospitalized. Coronary angiography revealed, 90% stenosis located in the 1st om. This was treated with an unspecified 2.25 mm x10mm cutting balloon which ruptured, another 2.25mmx10mm cutting balloon was used. The lesion was treated with placement of a 2.5mmx8mm ion stent. Additionally, 75% stenosis was located in the ramus, and was treated with cutting balloon angioplasty and placement of a 2.25mmx16mm promus element stent. Also, the proximal lcx was 90% stenosed and was treated with cutting balloon angioplasty and placement of a 2.5mmx8mm promus element stent. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).